Manufacturer narrative:
This device has been explanted and discarded.

Event description:
Bilateral infection, left-side.

Manufacturer narrative:
B5: describe event or problem: right side infection and right side late forming seroma.

Event description:
Right side infection and right side late forming seroma.